Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient multiple unrelated surgeries and did not place their device into surgery mode. As a result, the ipg could not communicate with external device. Surgery may take place in the future to address this issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error. Attempts were made to obtain complete event and patient information. Additional information was not provided. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.